Event description:
The customer reported the system is displaying a communication error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage and interconnect cables. System operates as intended. (B) (4)